Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred.the target lesion details were unspecified. The 4.0 x 32mm veriflex otw stent delivery system was being prepared when the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the liberte-veriflex stent delivery system (sds) and stent were received. The stent was detached from the balloon of the sds. There were stent strut impressions on the surface of the balloon, centered between the markerbands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The stent struts on one end were slightly pinched. Magnified inspection presented no evidence of any product quality deficiencies contributing to the damaged and dislodged stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. The target lesion details were unspecified. The 4.0 x 32mm veriflex otw stent delivery system was being prepared when the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).